Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. In addition, the battery gauge was observed to jump up suddenly. Review of the pump data logs by tandem technical support showed the battery gauge dropped from 45% to 15% while connected to a power source. There was no impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.